Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience with the silicone segment noted to have bulged. The root cause of the customer's report could not be determined.

Event description:
The reported feedback suggests that the section that goes into the pump ballooned and then burst.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the section that goes into the pump ballooned and then burst. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.